Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted earlier than expected. The ICD was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Performance data was received and analyzed. Battery depletion was indicated as the time of recommended replacement time in the save to disk was on (B)(4) 2012 at <=2.62 volts. The weekly battery voltage trend data show minimum battery was 2.64 to 2.62 volts between (B)(4) 2012. One low battery voltage alert occurred on (B)(4) 2012. Concomitant medical products: 1688t competitor implantable pacing lead: (B)(6) 2008. (B)(4).